Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on full sync. A technical support specialist (tss) dialed into station and observed that the full sync was stuck for nearly 40 minutes. Task manager was launched, installed applications, versions, and hotfixes were documented, and services were stopped. The station database package was reinstalled using the correct chocolatey script, recovery models and hotfixes were verified, services were restarted, and a sync was performed from the graphical user interface (gui). Database folder locations were verified, the station database was re-encrypted, and the system was rebooted to confirm resolution. Additionally, the med-application failure to launch was addressed by uninstalling remote support service (rss) agents and rss component manager, removing remaining rss folders, reinstalling rss components, and upgrading rss to version 4.10. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stuck on a blue screen during full sync version 1.7.4. There were no adverse events or injuries reported based on this event.